Manufacturer narrative:
Journal title bifurcating stents in the pulmonary arteries: a novel technique to relieve bilateral branch pulmonary artery obstruction catheterization and cardiovascular interventions 86:714¿718 (2015), doi: 10.1002/ccd.25956. Average age. Majority gender. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a novel approach that involves serial stent placement and balloon dilation through the struts of the stent in each pulmonary artery, along with balloon expansion of the proximal portion of the stents to the diameter of the main pulmonary artery. A patient with tetralogy of fallot had undergone a waterston shunt at 2 years of age, complete repair with a transannular patch at 7 years of age, and a surgical pulmonary arterioplasty at 10 years of age. Recent non-invasive imaging demonstrated pulmonic stenosis with insufficiency; the patient was referred for cardiac catheterization due to the recent onset of exercise limitation. A non-medtronic balloon was inflated within the main pulmonary artery and there was an 18 mm central waist at peak inflation. A 26 mm long intrastent ld max stent was expanded on a non-medtronic 20 mm balloon in balloon (bib) catheter , traversing the distal mpa to the proximal lpa, thereby bridging the rpa. An 8 mm non-medtronic balloon was advanced through the struts of the ste nt over a wire positioned in the rpa and inflated, thereby expanding a cell of the stent. Progressively, larger balloons were used to dilate the cell of the stent. A 20 mm non-medtronic balloon was advanced to the distal mpa within the ld max stent over a stiff wire positioned in the lpa. The mpa was post-dilated with this balloon and subsequently the rpa was further dilated, and the stent strut fractured inferiorly with a 14 mm non-medtronic balloon. Next, a non-medtronic stent was expanded on a 14 mm bib in the proximal rpa. Balloon dilation with a 20 mm non-medtronic balloon extending from the distal mpa to the proximal lpa was performed. This dilation improved alignment of the rpa stent with the pulmonary artery bifurcation. Finally, a melody valve was deployed on a 22 mm ensemble delivery system within the previously placed ld max stent. Angiographically, the bifurcating stents were in appropriate position extending from the mpa to the proximal branch pulmonary arteries. There was relief of main and branch pulmonary artery obstruction and trivial insufficiency through the center of the melody valve. No patient complication reported.